Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the stroke. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Two mitraclips were successfully implanted reducing mr to grade 1. After the transesophageal echocardiogram probe was removed from the patient's esophagus, bleeding was noted in the patient's mouth. The patient was unable to be awakened and had a stroke.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. The reported patient effects of stroke and emboli, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient morphology/pathology and/or user technique/procedural conditions; and unrelated to the device since there was no reported device issue/malfunction during the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, the following information was noted: the patient had an embolic stroke that is thought to be procedure-related. It is possible that plaque was dislodged somewhere in the anatomy during the procedure. The implanted mitraclips remain on the mitral valve leaflets. No additional information was provided.